Event description:
Physio-control was evaluating a device returned on recall (B) (4) and observed that the internal hlc batteries were depleted. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control determined the root cause of malfunction to be an electrically leaky diode, designator cr20, from the analog pcb assembly. The failure resulted in pre-mature depletion of the internal batteries. A replacement device was provided to customer.